Manufacturer narrative:
Analysis of programming history performed.

Event description:
On (B)(6) 2011, the MFR's consultant reported that upon interrogation of the vns generator during a routine follow up appointment with the pt and the physician, multiple magnet activations were displayed on the same line. There were multiple time stamps for one index and then it repeated itself until the 12th index where it showed a single swipe time of 11:00 am on (B)(6) 2011. The consultant said that the pt only swiped the magnet once on (B)(6) 2011. Review of the generator programming history that was downloaded from the physician's hand held and returned to MFR, revealed that the generator total operating time had rolled over. A MFR investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array ((B)(4)) being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.